Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, when the patient went to the hospital with a painful leg, it was discovered that the head had been dislocated. Additional information received on 05/15/2025: radiographic imaging revealed a dislocation of the dual mobility construct, with dissociation of the femoral head from the dual mobility construct. Japan (B)(4).